Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device samples indicates the luer hub damaged - found during use.

Event description:
The customer reports the hub of the introducer needle couldn't be connected to the ars (syringe) tightly and fell apart.

Manufacturer narrative:
(B)(4). A device history record review was performed on the catheter, each of the extension lines and the arrow raulerson syringe and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit cautions the user that "alcohol and acetone can weaken the structure of polyurethane materials. Check ingredients of prep sprays and swabs for acetone and alcohol content." It notes "do not use acetone on catheter surface. Acetone may be applied to skin but must be allowed to dry completely prior to applying dressing" as well as "do not use alcohol to soak catheter surface or to restore catheter patency. Care should be taken when instilling drugs containing high concentration of alcohol. Always allow alcohol to dry completely prior to applying dressing. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter, each of the extension lines and the arrow raulerson syringe and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the hub of the introducer needle couldn't be connected to the ars (syringe) tightly and fell apart.